Event description:
It was reported that an alert triggered due to increased pacing impedance on the right ventricular (rv) lead. It was noted that the impedance had gradually risen over the past couple months and continues to increase. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4469 competitor implantable pacing lead 2006 (B)(6). (B)(4).